Manufacturer narrative:
Method: device history record review. Results: a review of the device history record was performed and nothing was found in the manufacturing and packaging processes of this lens that was the root cause of the complaint. Visual inspection of the returned product found no visible damage to the lens. There was evidence of dry surgical residue. Conclusions: no conclusion can be drawn. Based on the complaint history, work order search, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric optic (B)(4) - no consequences or impact to patient, finger print/smudges on lens surface. Unlabeled evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Event description:
The reporter stated an aa4203tl toric silicone single piece lens was removed from the lens tray with tweezers and the surgeon loaded the lens into the cartridge. The surgeon looked at the lens under the microscope and noted what looked like finger prints/smudges on the lens surface. There was no patient contact. The surgeon felt the lens was received damaged.